Event description:
It was reported that during a percutaneous transluminal intervention procedure, a guide wire fracture occurred. A 182cm v-14 controlwire was used in a procedure and the tip came off. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous transluminal intervention procedure a guide wire fracture occurred. A 182cm v-14 controlwire was used in a procedure and the tip came off. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed. About 0.8cm of the polymer sleeve section is peeled at its most distal side. The device is kinked at approximately 38cm, 70cm and 177.5cm from the proximal end and it is severely kinked in its most distal side. All the outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).